Event description:
I use dexcom cgm g7 to monitor blood sugars. I had 5 sensors, which each sensor is supposed to last 10 days so 50 days of supply fail in less than an hour of insertion. When I spoke with dexcom there was no urgency whatsoever on their part to rectify this problem, I now have to wait for replacements to be shipped from the. Which will take a week for a critical tool for my health to be sent to me. They are aware of this problem as many many many individuals have had the same problems I've found. We pay a horrendous amount of money for these products along with health insurance and they seem to have no concern whatsoever on fixing this major issue. They should not be allowed to sell a product that has a failure rate this incredible. I've reached out to my doctor to find an alternative, which I shouldn't be as the manufacture should be engaged enough to fix their problem. People will end up dead or in a very serious dka (diabetic ketoacidosis) state if these guys are allowed to continue selling this inferior health product. Pt code: 2329. Device codes: 3023, 2588, 1506, 1318. Ref reports: mw5172189, mw5172190, mw5172191, mw5172192.